Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had a spinal cord stimulator (scs) and it was noted that it ¿worked wonderfully¿. The patient¿s son then proceeded to report that ¿from time to time the patient had a problem¿. They explained that the issue was the patient had been experiencing a new pain in their legs that had caused them to go to the hospital. They stated that the needed to have an adjustment on their ins to address the pain in their legs and the reason for their call was to coordinate a manufacturer representative (rep) to come out to the rehabilitation facility the patient was staying at for reprogramming. The caller noted that this issue ¿probably started last thursday the (B)(6)¿ and when the pain comes on, it would ¿come on quickly¿. An email was sent out to local reps. No further complications were reported/anticipated.